Event description:
Lead tested out of specification during manufacturer's analysis. Additional information received that patient developed thrombosis of left subclavian vein subsequent to scratch and cellulitis of left forearm. Developed ecchymosis around pocket which culminated in erosion. Device was removed from service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. Evaluation summary: outer insulation breached (clavicle-rib crush); full lead returned.